Event description:
On (B)(6), 2011, the healthcare provider/reporter contacted animas in regards to a patient with high blood glucose and felt that she may need re-education on the animas pump. Reportedly, the patient removed herself from the animas pump when her blood glucose was high and corrected with insulin via syringe to return her blood glucose to target. The animas representative made several attempts to contact the patient for more information but was unable to reach the patient. This complaint is being reported because the patient allegedly had "high blood glucose" while using the animas pump.

Manufacturer narrative:
(B)(4). The total daily insulin delivery was found to be inconsistent due to time and date issue. There was no activity outside normal use observed in the black box. There was no data in the black box or download histories from the time of the reported bg event due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, there was a bt1 internal battery failure found. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.